Manufacturer narrative:
Concomitant products: 20ml bd syringe, 20ml monoject syringe; therapy date (B)(6) 2016. The customer¿s report of an underinfusion was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event log shows that at 5:09 pm on (B)(6) 2016 the device was programmed for a bolus dose to infuse at 14.4ml/hr with a vtbi of 0.64ml, followed by a continuous infusion at 0.192 ml/hr. At 4:36am on (B)(6) 2016 a bolus dose was programmed to infuse at 14.4ml/hr with a vtbi of 0.64ml. Between 4:36am and 4:38am, the device alarmed 4 times for patient pressure. At 4:40am, the device was programmed to infuse at 0.192ml/hr. The device was powered off at 4:46am. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of an underinfusion was not identified.

Event description:
The customer reported that the pump alarmed for occlusion after a versed bolus was programmed, although no occlusion was present. It was noted at 0430 that no volume of the syringe had infused since 1900. The patient "was jittery and requiring increased sedation." There was no lasting harm.